Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that while performing defibrillation testing on their device using a test load, the device disarmed itself. There was no patient use associated with the reported issue. Upon evaluating the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
After additional investigation (and based on the information available) physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy. Physio-control will replace the device's main keypad assembly to resolve the reported issue. Once proper device operation has been confirmed through functional and performance testing the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that while performing defibrillation testing on their device using a test load, the device disarmed itself. There was no patient use associated with the reported issue. Upon evaluating the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue; however the issue was verified. After completing unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while performing defibrillation testing on their device using a test load, the device disarmed itself. There was no patient use associated with the reported issue. Upon evaluating the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.